Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was seen in clinic on (B)(6) 2018 and reported a recent decrease in energy and exercise tolerance along with intermittent postural dizziness, and lower pis from baseline 5-6 to 4s. Hemoglobin had down trended 6 mg over the past 3 months to 8.8 mg/dl. Aspirin was held and diuretics decreased with plan for admission. The patient postponed admission due to personal reasons but presented for admission on (B)(6) 2018. The patient was given 3 units of packed red blood celle (prbcs) and iron. The patient¿s hemoglobin stabilized and gastrointestinal bleeding (gi) investigation was deferred as patient has a known arteriovenous malformation (avms). The plan was to continue daily proton pump inhibitor (ppi) and remain off aspirin. The event reported to have resolved without sequelae with a stop date of (B)(6) 2018. No additional information provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.